Event description:
It was reported that during implantation of the transcatheter aortic valve evfxplus-26 in a bicuspid aortic valve with severely calcified leaflets, pre-dilation was performed using a 20 millimeter(mm) non-medtronic  balloon (vacs ii). A very high implantation was chosen due to the bicuspid anatomy of the aortic root. After release of the prosthesis and successful retrieval of the nosecone, under expansion was observed on the side of the calcified raphe, followed by the valve dislodging. The dislodged prosthesis stabilized in the ascending aorta without the need for snares. An attempt to implant a second prosthesis (evfxplus-29) was unsuccessful, as it could not be advanced through the first one. The angulation between the first prosthesis and the ascending aorta led to damage to t he aorta caused by the inflow portion of the prosthesis, resulting in a pericardial effusion. The patient underwent cardiac surgery, including replacement of the ascending aorta and the aortic valve as the transcatheter aortic valve was explanted. The patient was reported to be alive and hemodynamically stable.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (B)(6); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the patient bicuspid native valve and severely calcified leaflets contributed to the dislodgement. The deployment starting point was mid pigtail with a goal to implant high given the raphe-dominant anatomy. Prior to dislodgement, the valve was positioned at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Immediately following nosecone retrieval, the valve completely dislodged into the ascending aorta, stopping before the aortic arch. It was noted that the nosecone had been successfully withdrawn under fluoroscopic guidance.